Manufacturer narrative:
(B)(4). One opened/used sensor was opened and continuity resistance test was performed. The sensor failed per specifications. A sensor with cannula bent was also found. Tests were unable to confirm customer received sensor in said condition due to sensor being opened/used.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 130mg/dl at the time of the incident. Reportedly, sensor needle was broken when removed from body. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to be returned for analysis.